Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
New information received that there was no surgical delay and same skin and same device was used to complete the procedure.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2019, it was reported that when trying to take the skin graft, the device is bouncing and resulted in a tattered skin graft. The skin graft was also breaking into small horizontal slides, regardless of which position the thickness control lever was set. The customer returned an air dermatome device, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/medicrea has previously repaired/evaluated air dermatome serial number (B)(6) five times as documented in the vdoc service portal and the repair reports in livelink. The last repair was october 13, 2015 where it was reported that the device was not working, it doesn¿t even start and the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearing and vespel sleeve bearing were replaced. This is not a related issue. Product review of the air dermatome by (B)(4) on april 8, 2019 revealed that the unit was out of calibration, the control bar position was not correct and the needle bearing was defective. Repair of the air dermatome was performed by (B)(4)on june 3, 2019 which included replacement of the needle bearing, fine adjustment cams, sleeve bearings, shaft bearings and screws. Air dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the control bar was not in the correct position. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the control bar was not in the correct position. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Follow up is in progress with customer, if any new information received a supplemental will be submitted.

Event description:
It was reported that when trying to take skin graft, the device is bouncing and the result is tattered skin graft. Skin graft is also breaking to small horizontal slides, not depending on which position the thickness control lever has been placed. No known consequences to patient.